Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation, and lack of mobility. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent an initial left hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a bilateral hip revision on (B)(6) 2014. Operative report further noted the reason for the revision was high chromium levels. During the revision, grayish type fluid was found in the left hip. The modular head and taper adapter were removed and replaced. On the right hip, the modular head and taper adapter were removed and replaced as well.

Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation, and lack of mobility. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent an initial right hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a bilateral hip revision on (B)(6) 2014. Operative report further noted the reason for the revision was high chromium levels. During the revision, grayish type fluid was found in the left hip. The modular head and taper adapter were removed and replaced. On the right hip, the modular head and taper adapter were removed and replaced as well.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05267 & 02515).